Event description:
The asp field service engineer (fse) reported oil mist. The customer stated that she was not aware of the issue but there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil filter assembly with the "new style acatel filter assembly". He reran the leak back test and did not notice any more "smoke" from the filter assembly. The system met specifications.